Manufacturer narrative:
B3- date of event is estimated. D6b - date of explant is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was experiencing pain at the ipg site and ineffective stimulation. As such surgical intervention took place where the entire system was explanted approximately on (B)(6) 2024.